Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed; however, the exact cause could not be determined. One 4fr powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the catheter was trimmed at the 41cm depth mark. A needleless injection cap was present. A functional test of flushing the catheter with water using a 12ml syringe was performed. No leaks were observed. A kink was physically detected between the 13 cm and 14cm depth markings. A microscopic observation revealed a crease/wrinkling and whitening of the material where the kink was found. The observed damage in the catheter can be caused by physiological, placement/securement, usage, and other mechanical factors; however, without further information, the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC inserted on (B)(6) 2025 into right basilic vein trimmed to 41 cm external 9 cm. Report from ward staff that PICC was blocked/occluded chest xray plus arm showed looped/kinked. Patient had difficult access so pulled back 2 cm to see if it would unloop/unkink no success PICC removed. Kink very evident but not split at 13 cm. New PICC had to be inserted. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.